Event description:
The following information was provided: as per pss case. Loosening of right total hip, acetabular component and avn of the acetabular bone. S/p bilateral tha. Recently underwent left hip revision for pelvic discontinuity and loosening of left cup. Now has loose cup on the right and metallosis with avn of the acetabulum. Would likely fail a standard hemispherical shell. I have recommended custom triflanged cup for patient.